Manufacturer narrative:
The reported run on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion of the trigger components were found, which could cause the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.